Event description:
Customer called lfs in 2002, alleging their meter was inaccurately high and customer was brought to the hospital. Per customer serv. Rep, the following was documented: customer had an ot basic enhanced meter and an ot original meter. "Customer was comparing their reading of 516 against their other otb that read 117mg/dl." "Stated customer was brought to the hospital because their sugar continued to go down." "Stated at the hospital, their reading was only 47mg/dl." Ccr also documented "er2" message with the meter in question. Unk if this was happening at the time of the issue. Ccr replaced the meter.